Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii gastrointestinal videoscope was not accepted in an olympus endothermo disinfector during reprocessing. Error messages e404 and e805 was displayed. The device was not properly reprocessed prior to being returned for repair. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was a whitish foreign material inside the air/water tube and cylinder. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the following: switch 1 has a pinhole; plug unit corroded; light guide lens cracked; bending section cover or distal sheath rubber adhesive cracked; connecting tube has coating peeling; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; and suction cylinder has no color. This event is under investigation. A supplemental report will be submitted upon receiving additional information.